Event description:
Patient''s infection was reported as resolved (B)(6) 2021.

Event description:
Patient had a serious fall unrelated to inspire therapy. Due to trauma from the fall, the patient¿s incision opened and the sense lead could be seen. Subsequently, the patient developed an infection and a physician surgically removed the inspire system on (B)(6) 2021. Each incision site was washed with antibiotic saline during the procedure. The patient was given intravenous antibiotics and drain tubes were placed in each incision site.